Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. An 8x60x75 epic stent was selected for treatment. However, upon opening, it was observed that the device was split. No patient complications were reported.